Event description:
It was reported that the health care professional (hcp) requested review of events with atrial tachy response (atr) and noise for this right atrial (ra) lead. Technical services (ts) agreed with the initial assessment of spiky noise leading to false atr episodes. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).